Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(6) 2012 - litigation papers were received. Litigation alleges pain, weakness and difficulty with simple daily living activities. Litigation additionally alleges the left hip was revised on (B)(6) 2008 and (B)(6) 2009. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - preliminary disclosure form received. It provided information that allowed us to identify part/lot.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/10/2014 - sales rep reported revision surgery for left hip. No reason for revision given. There is no new additional information that would affect the investigation. This complaint was updated on: 07/08/14.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicate the patient was revised for infection. Only the femoral implant and taper sleeve were revised during the revision. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.